Event description:
It was reported a perforation and pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Was being performed, femoral vein access was obtained, and the versacross wire was advanced, followed by the trusteer sheath, to perform the transseptal puncture (tsp). Once positioned on the septum, the location was visualized using intracardiac echocardiography (ice) and fluoroscopy. The tsp crossing position was confirmed, and the septum was crossed using the generator. The rf wire crossed, however it could not be visualized in the left atrium (la) on echocardiography. The ice catheter was manipulated to locate the wire, which appeared to be in the aorta (ao). The wire was immediately withdrawn, and transesophageal echocardiography (tee) was used for improved visualization. Within minutes, a large pericardial effusion developed around the apex of the heart, accompanied by a drop in blood pressure. Pericardiocentesis was performed, and heparin was reversed. Approximately 300 units of bright red blood were initially withdrawn from the pericardial space, during which the patient blood pressure continued to decline. An additional 30 units were drained over the next 30 minutes, after which the blood pressure stabilized. The patient was monitored for approximately one hour. A computed tomography (CT) scan was performed to confirm there was no aortic dissection or additional damage. The patient was transferred to the intensive care unit (ICU) and is expected to make a full recovery. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, vessel trauma, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion, vessel perforation and hypotension are known inherent risks of the versacross connect laac access solution device. The clinical events including pericardial effusion and perforation are anticipated in nature as per the IFU as reported to bsc.

Event description:
It was reported a perforation and pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Was being performed, femoral vein access was obtained, and the versacross wire was advanced, followed by the trusteer sheath, to perform the transseptal puncture (tsp). Once positioned on the septum, the location was visualized using intracardiac echocardiography (ice) and fluoroscopy. The tsp crossing position was confirmed, and the septum was crossed using the generator. The rf wire crossed, however it could not be visualized in the left atrium (la) on echocardiography. The ice catheter was manipulated to locate the wire, which appeared to be in the aorta (ao). The wire was immediately withdrawn, and transesophageal echocardiography (tee) was used for improved visualization. Within minutes, a large pericardial effusion developed around the apex of the heart, accompanied by a drop in blood pressure. Pericardiocentesis was performed, and heparin was reversed. Approximately 300 units of bright red blood were initially withdrawn from the pericardial space, during which the patient blood pressure continued to decline. An additional 30 units were drained over the next 30 minutes, after which the blood pressure stabilized. The patient was monitored for approximately one hour. A computed tomography (CT) scan was performed to confirm there was no aortic dissection or additional damage. The patient was transferred to the intensive care unit (ICU) and is expected to make a full recovery. The device is not expected to be returned for analysis.